Event description:
It was reported to MFR that the vns pt was experiencing an increase in seizure activity since 2007, relationship to pre-vns baseline unk. Additionally, the pt reported muscle spasms in the neck during stimulation on-times. The pt has not been to a physician to have the vns device checked, since the onset of the reported event. Attempts to obtain additional info are underway.